Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that he doesn't need supplies for 02/18. He hasn't been using as often because his catheter has been giving him issues for about a month. He states currently in hospital ER recovering from surgery on the catheter which was full of fibers. The patient states will be discharged tomorrow. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).